Event description:
This was a left-sided lead extraction conducted in the ep lab to remove one out of three total leads (sjm 1580 riata ICD - 82 months old) due to externalization between the svc and rv coil. Pre-operative fluoroscopy showed externalization that had progressed since last fluoroscopy screening 6 months prior. Externalization was within 2 cm of the rv coil. The ra lead ((B)(4)) and lv lead ((B)(4)) were not to be extracted. The patient was given IV sedation, venous and arterial lines started and fluoroscopy was in use. The rv lead was prepped with a lld-ez and lasing began with a 14f glidelight. During lasing the patient's abp declined, the cvs was paged and a pericardiocentesis was performed yielding no blood. Approximately 30 minutes the cvs performed a sternotomy and a svc tear was noted. Unfortunately the patient did not survive the rescue attempt.